Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a screw was unable to penetrate the bone during a procedure. No further information at this time.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The screw was visually evaluated with a digital microscope. The tip of the screw appears to be sharp with minor signs of green anodization wearing off, indicative of use. The side view of the visual evaluation shows sharp threads on the screw with some white residue, also indicative of use. The view of the head shows some wear indicating the screws maintained good retention. The screw was functionally tested and functioned as intended; therefore the complaint was not confirmed. The most-likely cause was determined to be use at an improper angle during the insertion process, potentially with dense bone. Because the lot number is unknown, the device history records could not be reviewed.